Event description:
Upon receipt of the device, the user reported that customers are confused about the expiration date indicated on the product labeling of sarns level sensor pads ii. Seemingly the format is mm/dd/yy. There seems to be some confusion, especially when the day is < or equal to twelve (12). There is some confusion about what is the month or day. (B)(4) stipulates expiration dates are to be indicated in the following format: yyyy/mm/dd. The customer will be keeping the product involved in this complaint. There was no patient involvement.

Manufacturer narrative:
Investigation in process, but not yet completed.